Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found damaged and cracked optical fiber connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the telescope, 10 mm, 0° had a damaged and cracked optical fiber connection. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the field service inspector.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the cracked optical fiber connection occurred due to excessive force by the customer. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.